Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(6).

Event description:
It was reported of history anomaly from the insulin pump. The customer's blood glucose reading was 7.6 mmol/l. The customer stated that she received pump error but no alarm codes. The customer attempted to deliver a bolus into the air from the tubing and was not able to do so. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No history anomalies or device error alarms noted during testing. Device passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.